Event description:
It was reported that the device was charging for about 30 minutes then sparked and burnt ground pin. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was charging for about 30 minutes then sparked and burnt ground pin. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue that the device was charging for about 30 minutes then sparked and burnt ground pin was not confirmed or replicated during testing. An electrical safety test was performed on the suspect device to measure cord ground resistance and leakage of the device, it passed all tests with no issues noted. Laboratory test results performed on the reported suspect device, a basic test infusion was programmed with a rate of 100ml/hr and volume to be infused of 100ml, the infusion was completed successfully. The event was reported to have occurred on (B)(6) 2024. No time was reported. A review of the device logs was not deemed to be required since the device was not released for patient use. There was no patient involvement. The device passed all steps of electrical safety test. The pcu device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions. Observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was charging for about 30 minutes then sparked and burnt ground pin. There was no patient involvement.